Event description:
Boston scientific was notified that, during an event, the physician injected ripidol by using renegade 18 microcatheter. Then, when transend ex .014" guidewire was inserted into microcatheter, it stopped moving in catheter. No complications with the pt as a result of this event.

Manufacturer narrative:
Upon analysis of the guidewire in 2004, it was noticed that, the device had segments of the ptfe coating missing, subsequently classifying this event as a medical device report. Description of device analysis: date of procedure: 2004. Device being used for: treatment. The guidwire was received outside a catheter. The ptfe coating was scratched at 64-cm from the proximal end. The guidewire was severely kinked at 6-cm from the distal tip and at 13-cm from the hypotube. The od of the distal end measured 0.013", and the proximal od atfer the hypotube measured 0.0146" in average. The guidewire was inserted through the returned catheter without any resistance. The kink guidewire during the procedure may have contributed to the reported event. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The report event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without or independent verification as to its accuracy, completeness, or causal relationship to the product.